Event description:
Patient presented for generator replacement due to battery depletion. High lead impedance was seen in the or after the new generator was implanted. Patient then had lead replaced. The high lead impedance resolved after the lead replacement. The surgeon noted that they did not observe any visual lead breaks during the surgery. The explanted lead and generator were indicated to not be available to be returned to the manufacturer by the explant facility. Therefore, the explanted products have not been received by the manufacturer to date. No other relevant information has been received to date.